Event description:
After an implantation period of approx. 1 month, loss of capture was reported. This pacemaker was explanted and returned, however the explant date was not provided.

Event description:
Ous MDR - after an implantation period of approx. 1 month, loss of capture was reported. This pacemaker was explanted and returned, however the explant date was not provided.

Manufacturer narrative:
The pacemaker was implanted for approximately one month. As a first step of the analysis, the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. During the further course of the analysis the device interrogation and the device memory analysis showed the eri battery status, triggered on april 05, 2019 confirming the clinical observation. Therefore, the battery holter was evaluated indicating no elevated current consumption. The battery impedance was as expected for a fully charged battery. Further detailed investigation of the returned device data showed that the battery status eri was not triggered by a permanently depleted battery. The extreme high current consumption program (7.5v @ 1.0ms) triggered the battery status eri. The user was informed via a warning message on the programming device that with this parameter combination the device will activate the eri status immediately. The eri status was successfully reset during the further course of the analysis. The data after reset did not show any anomalies. In conclusion, the device proved to be fully functional. The analysis revealed that the battery status eri was not declared by a premature battery depletion. Instead, an extreme high output program led the device to switch into the eri battery status. There was no indication of a device malfunction.